Manufacturer narrative:
The device history record was reviewed and showed the product was manufactured according to specifications; however, sterilization of the product was not documented. A voluntary recall of impacted products was initiated on 12/23/2010 and is ongoing (FDA ref: z-0920-2011). Information from this incident will be included in our product complaint and MDR trend reporting systems.

Event description:
Clinic's or contact indicated that ultra gowns that were potentially non-sterile and the subject of a recall had been worn by clinicians during an undisclosed quantity of or procedures. No impact to patients was identified. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).